Event description:
Account reports a problem with a cord blood sample initially tested on (B)(6) 2015. Testing occurred on the provue. Abd/reverse card lot 102414037-15. Sample tested as b neg with a small red cell button. Sample was repeated the same date with the same results. Sample was repeated again on (B)(6) 2015, same results. Later that day account repeated testing again but rimming the sample and removing a small clot prior to testing. Sample now tested as b pos, 2+ d typing.

Manufacturer narrative:
On (B)(4) 2015, an ocd field engineer (fe) arrived at the customer site and ran wadiagnostics vacuum/fluid/pipetting simulation to verify health of instrument. The instrument generated a maqerrcod 115 (obstruction in fluidics - 'b' solution ). Fe investigated and replaced probe/wash station and probe. Fe completed pm and replaced all pertinent parts. Fe reran wadiagnostics successfully without any codes posting. Customer verified and accepted qc. Customer also ran cord sample that was in question and once again received erroneous results of b neg with small red cell buttons. All qc red cell buttons were of correct size. Phs is satisfied with completion of successfully wadiagnostics and fluid check. The investigation determined that the most likely root cause of this event was sample related.